Manufacturer narrative:
This medwatch is for the suspect device in system 1 is coagucheck test strip lot. No information on meter/strips provided.

Event description:
Husband of patient called to report discrepant results received on a hospital coag s system. Husband declined providing any information about the facility and therefore, no meter/strip information was obtained. Caller states, the patient tested 4.5 inr and 4.7 inr during duplicate testing on either coagucheck test system 1 or system 2. No meter information or strip information provided by caller. A comparison lab returned as 3.2 inr. No action was taken based on device results. No adverse event reported. Caller declined giving facility's information, therefore no product could be requested for return nor any replacements sent. Coaguchek test system1: meter unknown, strip lot/exp/cat unknown.

Event description:
Husband of pt called to report discrepant results received on a hosp coag s system. Husband declined providing any info about the facility and therefore, no meter/strip info was obtained. Caller states, the pt tested 4.5 inr and 4.7 inr during duplicate testing on either coaguchek test system 1 or system 2. No meter info or strip info provided by caller. A comparison lab returned as 3.2 inr. No action was taken based on device results. No adverse event reported. Caller declined giving facility's info, therefore no product could be requested for return nor any replacements stent. Coaguchek test system 2: meter unk, strip lot/exp/cat unk.